Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, possibly stemming from an infection. The reported blood glucose reading was 427 mg/dl. The customer began using the insulin pump without receiving training, despite being advised not to use the insulin pump until after she was trained on it. The customer was advised to discontinue use of the insulin pump until she could be properly trained on its use. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.